Manufacturer narrative:
Date of event: approximated based on the date the manufacturer became aware of the event. (B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a trapezoid rx basket was used in the common bile duct during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on an unknown date. During procedure, the handle cannula broke. A photo provided by the customer confirmed the event. The procedure was completed with another of the same device. There were no patient complications reported as a result of this event.

Event description:
It was reported to boston scientific corporation that a trapezoid rx basket was used in the common bile duct during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on an unknown date. During procedure, the handle cannula broke. A photo provided by the customer confirmed the event. The procedure was completed with another of the same device. There were no patient complications reported as a result of this event. Additional information received on september 6, 2022. An emergency lithotripter was used to removed the basket from the patient.

Manufacturer narrative:
H10: block b3: approximated based on the date the manufacturer became aware of the event. Block h6: device code a0401 captures the reportable event of handle cannula break. Block h2: block b5 have been updated based on additional information received on september 06, 2022. Block h10: the returned trapezoid rx basket was analyzed and a visual inspection observed that the handle cannula was broken, the working was bent, and the basket tip was detached. A photo provided by the customer confirmed that the handle cannula was broken. Additionally, it was observed that the working length was bent, and basket tip was detached. The reported event was confirmed. Based on all available information, it is possible that during the procedure an excess of force was applied affecting the device condition; perhaps the manipulation, technique used, or patient's anatomical conditions could have contributed to this event. Therefore, the most probable root cause is adverse event related to procedure. A labeling review was performed and, from the information available, this device was used per the instructions for use (IFU) / product label.

Event description:
It was reported to boston scientific corporation that a trapezoid rx basket was used in the common bile duct during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on an unknown date. During procedure, the handle cannula broke. A photo provided by the customer confirmed the event. The procedure was completed with another of the same device. There were no patient complications reported as a result of this event. Additional information received on (B)(6) 2022. An emergency lithotripter was used to removed the basket from the patient.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Block h6: device code a0401 captures the reportable event of handle cannula break. Block h2: block b5 have been updated based on additional information received on september 27, 2022.